Event description:
Explanting physician reports possible band leak. The pt is scheduled for surgery. Follow-up findings: pt had revision surgery, laparoscopy performed, the accessed using a non coring needle, methylene blue an saline mixture was injected through the access port while under laparoscopic vision of the gastric band insitu, blue dye was noted in the abdominal cavity as it traveled along the tubing on the band side. The leak was coming from the tubing on the band side past the metal connector, a small hole was noted once the access port was removed. The band and port were replaced with new band.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."